Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited the k connector leaking on inlet side. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. The most probable cause of the complaint was traced to component failure - expected or random component failure without any design or manufacturing issue. Based on the investigation results, no nonconformances were found related to this complaint. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.